Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify or verify possible under delivery and prime/fill anomalies due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a click noise during priming. Customer stated that insulin pump was stuck on 0 and then it jumps from different numbers instead from going to 0.1-0.2 and so on. Customer experienced high blood glucose level of 200-300 mg/dl. Customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.